Event description:
It was reported that this right atrial (ra) lead was fractured. This resulted in lead noise and high impedance values. This lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. As of today this product has not been returned for investigation.